Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on unknown date of july, august and september. The customer¿s blood glucose level was 530 mg/dl at time of incident. The customer was assisted with troubleshooting. The customer was treated with emergency medical services was dispatched, emergency room, hospitalization manual injection, insulin pen, insulin drip. The customer stated that the symptoms related to high blood glucose such as nausea, cramps, and dehydrated. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer stated that cannula was bent when he hospitalized in month of september. The device will not be returned for analysis.